Event description:
Customer alleged that control-iq was not adjusting insulin delivery as expected, leading to hospitalization. The lowest blood glucose related to the incident was 56 mg/dl and there was no injury reported. Treatment involving IV and saline fluids resolved the issue, and no permanent damage was identified by healthcare providers. Customer was released from the hospital later the same day. Customer reported the weight was incorrect in the pump settings. Cts educated customer regarding ciq technology and the algorithm using weight information to adjust insulin. Cts recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.